Manufacturer narrative:
H.6. Investigation summary: customer returned (1) bd pen needle without a tear drop label attached (used). Consumer reported rear cannula end is broken. The returned sample was examined and exhibited a broken non-patient end (npe) cannula, and bent patient end (pe) cannula; no manufacturing defects were observed on the sample. Since the sample was returned after use, and no manufacturing defects were observed, the probable cause of the broken npe cannula, and bent pe cannula is human error during use of the pen needle. Unable to perform DHR review due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle broke. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the non patient end is broken. Verbatim: rear cannula end is broken.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ pen needle broke. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that the non patient end is broken. Verbatim: rear cannula end is broken.